Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed, and the 2.5 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion due to resistance with the vessel. The sds was removed, and resistance was noted with the anatomy. No force was applied during advancement or removal. A new 2.25 x 23 mm xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.